Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was contaminated; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050, batch # 0037979198. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (cardiac arrest, tachycardia), pericardial effusion (additional device required), perforation (blood transfusion), hypotension, (medication required) and death (hospitalization, intensive care). Risk review: a risk review was completed and confirmed that the events of arrhythmia (cardiac arrest, tachycardia), pericardial effusion, perforation, hypotension, and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion, cardiac perforation and subsequently death occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, after transeptal puncture, the was sheath was advanced into the left atrium (la). The pigtail catheter was advanced into the laa, and a contrast shot was visualized. The physician advanced the was into the laa, and it perforated the appendage. The patient became tachycardiac and hypotensive. Anesthesia administered drugs to address the symptoms. Pericardiocentesis was performed and 300ml of bloody fluid were aspirated and perfused back into the patient. Surgery was consulted but decided to watch the patient since the patient was stable and the effusion had cleared up. The patient went to the intensive care unit (ICU) for observation. On (B)(6) 2026, the physician said the pericardial drain was about to be removed when the patient immediately went into pulseless electrical activity (pea) and passed away. The physician stated the cause of the pea occurring remains unknown.

Event description:
It was reported that pericardial effusion, cardiac perforation and subsequently death occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, after transeptal puncture, the was sheath was advanced into the left atrium (la). The pigtail catheter was advanced into the laa, and a contrast shot was visualized. The physician advanced the was into the laa, and it perforated the appendage. The patient became tachycardiac and hypotensive. Anesthesia administered drugs to address the symptoms. Pericardiocentesis was performed and 300ml of bloody fluid were aspirated and perfused back into the patient. Surgery was consulted but decided to watch the patient since the patient was stable and the effusion had cleared up. The patient went to the intensive care unit (ICU) for observation. On (B)(6) 2026, the physician said the pericardial drain was about to be removed when the patient immediately went into pulseless electrical activity (pea) and passed away. The physician stated the cause of the pea occurring remains unknown.